Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found that the ratcheting mechanism does not work properly; will not lock/unlock as intended. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4).

Event description:
It was reported that the ratechet on screwdriver doesn't work. A surgical delay of two minutes.